Event description:
During a bone marrow biopsy procedure the catheter broke off at the handle. Pt went to the operating room for removal of foreign body from the iliac crest. The md states that when he turned the handle during the biopsy, the handle became stripped from the catheter. The handle would turn but not the needle.